Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. Furthermore, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.